Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that this patient's p-waves were 0.6mv and the threshold measurements had increased to 5v at .5ms. It was noted that the atrial lead may have dislodged. The physician is going to take a look at the lead and possibly perform a revision procedure. No adverse patient effects were reported. No further information is available at this time. If additional information should become available, this event would be updated as necessary.